Manufacturer narrative:
Additional information was added to the event description. The software analysis was unable to determine probable cause of the reported issue because the behavior could not be replicated. The suspect the frame moved. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that they believe they were inaccurate about 1 centimeters at most.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that after the imaging system spin the site confirmed accuracy with the passive planar probe. The site then brought in an awl and after hammering on the awl the site went to verify accuracy again with the passive planar probe and navigation was off. The site did another spin and continued with the case. There was less than an hour delay int the procedure. No impact on patient outcome.